Manufacturer narrative:
Evaluation- the device was not returned to assist with the investigation. No information regarding the event has been provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is not evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. The evaluation will be reassessed when further information is available. If additional information is received, the report will be re-opened for further investigation.

Event description:
Patient received a gunther tulip filter on (B)(6) 2005 at the (B)(6). Physician allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4).. The event is currently under investigation.

Event description:
Patient received a gunther tulip filter on (B)(6) 2005 at the (B)(6) center of (B)(6). Physician allegedly placed the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigative evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "gunther tulip filter- vc perforation, ivc occlusion, tilt, device is unable to be retrieved, pain". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 08/08/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2005 due to blood clot development following surgery to repair left femur fracture. An unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2016. The plaintiff alleges device vena cava perforation, right ivc occlusion by thromboses, pain in left leg and hip, device tilt and that the device is unable to be retrieved.